Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming testing) has been confirmed. Upon investigation the monitor failed incoming testing. The cause for the service code was isolated to a defective r56 resistor on the defibrillator pca. The root cause for the defective resistor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it was unable to complete incoming functional testing.